Event description:
Sometime prior to this report, the physician could not aspirate the catheter. The physician was going to plan a catheter replacement, but the patient had been in and out of the hospital for other medical issues. On the date of this report, they were turning the pump down to minimum rate. The patient status was reported as ¿alive-no injury¿. The patient symptoms, interventions, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient, (B)(4).